Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery. A 3.00 x 16 mm synergy¿ stent was advanced to treat the lesion, however, resistance was encountered. The device was removed from the patient and upon inspection it was noted that the stent struts were lifted. The procedure was completed with implantation of another 3.00 x 16 mm synergy¿ stent using a micro catheter. No patient complications were reported.